Event description:
Patient scheduled for d&c, hysteroscopy and endometrial balloon ablation. Gynecare thermachoice iii uterine balloon therapy with fluid circulation. Balloon would not inflate but md could not deflate balloon. Ablation procedure was aborted. No patient harm.